Event description:
There was a defect in the microcatheter tip noted during prep. The catheter was removed and replaced with no harm to the patient. No specific description of the tip defect available. Manufacturer response for delivery microcatheter, lantern delivery microcatheter (per site reporter). Clinical site notified mfg rep directly.